Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that an error code occurred. Printed circuit board (pcb) replaced due to two or more occurrences of an error code. It was also noted that the hanger assembly was broken, upper case was broken, encoder assembly was contaminated, four knobs were contaminated, lower case was contaminated, main seal was contaminated, display wires were pinched, wire insulation was exposed, display frame boss stripped and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epg) displayed an error code that could not be cleared. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.